Event description:
Event description guidant received information that, during a routine interrogation, this implantable cardioverter defibrillator (ICD) began making a high pitched sound and could not be interrogated.